Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the device is not working, the power button flickers on / off, smells hot and visible smoke comes out of it. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the device is not working, the power button flickers on / off, smells hot and visible smoke comes out of it. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer received new and relevant information on 12/13/2023. The device was returned for lab investigation by pil, during the external and internal investigation it is observed that review of the error logs shows the device had 1436.7 blower hours, 1425.9 therapy hours, and 32 instances of e-15 (err_cycle_handler_overrun), a reboot error. These errors were found to have happened within a 24-hour period, therefore, escalates them to a stop error. Pil tech could not confirm airflow due to when therapy button is pushed, the device would repeatedly reboot. During the investigation, pil observed an unknown contaminant inside the water tank consistent with mineral deposits. Burn marks were observed on the ui panel. A corrosion was observed on the pca and the iso port, consistent with liquid ingress to them. Evidence of liquid ingress with a contaminant consistent with mineral deposits were observed on the top enclosure, center enclosure, blower, blower seal, blower box, bottom enclosure, and the heater plate. The results of this investigation do not impact the calculated risks as outlined in ER-2233162b (v08). The device was scrapped. Section g3 has been updated. In addition, appropriate code updated/corrected.